Manufacturer narrative:
The pt remains ongoing on lvad support. The system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt had red heart alarms and pump stoppages. The system controller was exchanged and the issue was resolved.